Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies, battery out limit alarms, weak battery alarms, or low battery alerts noted. The pump passed the self test, unexpected restart error test, rewind, basic occlusion test, and displacement test. However, they were unable to prime the pump during the prime/compromised force sensor system test due to a faulty force sensor system. They were unable to perform the excessive no delivery test or occlusion test due to a prime anomaly. The pump was received with a cracked case at the display window corners, a broken reservoir tube lip, a broken belt clip slot, a broken battery tube threads, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that she had been putting batteries in the pump for the past 2 days and the battery is out again. Customer stated that she just put a battery in this morning. Customer stated that the battery was lasting less than a day. Customer stated that her blood glucose was high this morning at 405 mg/dl. Customer stated that she pulled the reservoir out and received a weak battery alarm. Customer confirmed not receiving the low battery alert before the pump shuts off. Customer also dropped the pump one day and it fell off with the belt clip. Customer got a blank display on the pump. Customer stated that the display will not return after troubleshooting. Customer mentioned that the top of the battery compartment is chipped and feels rough. Customer declined troubleshooting for the battery out limit alarm and high blood glucose reading. Customer was advised that the pump will be replaced.